Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate erratic issue with her one touch ultra2 meter. After repeated attempts, the medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8 am. She obtained glucose results of '135 and 205 mg/dl' on the subject meter, done 20 minutes or less off each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue, she denied making any changes to her usual diabetes management. She claimed '2 days' after the alleged issue occurred she felt 'thirsty and had frequent urination'. It is unknown what kind of results she was obtaining on this day. The patient denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter and the correct sample site. However, while troubleshooting, it was also discovered that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.